Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2011-02666 and 3005099803-2011-02667. Note: event date us unknown. It was reported to boston scientific corporation that an extendable guidewire and a jagtail guidewire were used during an ercp. According to the complainant, during the procedure the connection tool was reported to have no hole and the physician was unable to connect the extendable guidewire and the jagtail. Eventually, the insertion was forced and the jagtail guidewire was broken at the connection area of the two guidewires. The procedure was completed with another extendable guidewire and a jagtail guidewire. There were no patient complications reported as a result of this event. *update (B)(6) 2011** follow up revealed that the jagtail was kinked and not broken, and there was no damage noted to the corewire. This was confirmed by preliminary investigation results and the event is no longer considered reportable.

Manufacturer narrative:
The device was not broken, only stretched and kinked, and remained in one piece. There was no damage to the coating. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer report # 3005099803-2011-02666. Note: event date us unknown. It was reported to boston scientific corporation that an extendable guidewire and a jagtail guidewire were used during an ercp. According to the complainant, during the procedure the connection tool was reported to have no hole and the physician was unable to connect the extendable guidewire and the jagtail. Eventually, the insertion was forced and the jagtail guidewire was broken at the connection area of the two guidewires. The procedure was completed with another extendable guidewire and a jagtail guidewire. There were no patient complications reported as a result of this event.